Event description:
It was reported via repair work order that the stretcher had reduced braking force because the big wheel was unable to disengage due to a damaged big wheel assembly. It was also reported that the side rail may unlatch during use due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.